Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to synthes ous service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Blank fields on this form indicate the information is unknown, unavailable or unchanged. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. 510k#: device is not distributed in the united states, but is similar to device marketed in the USA. During pre-repair assessment performed by a technician, functional testing was performed and revealed the trigger was blocked due to dirt and wear and the attachment connection was poor. This was attributed to normal wear. The device was repaired and returned to the customer on 02/18/2013. Placeholder.

Event description:
Customer reported if you insert the battery and pull the trigger, the unit does not start immediately. The unit starts operating after pulling the trigger several times. This is report 1 of 1 for complaint #(B)(4).